Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: I went to turn off the syringe pump in bed #3 after giving gent, and the bottom of the pump was super wet and definitely had an antibiotic smell, and when we looked at the floor directly below it, there was a small puddle. We flushed the new tubing with saline afterwards and around the top of the tubing where the blue clave connector is located, the outside of everything started getting wet.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: I went to turn off the syringe pump in bed #3 after giving gent, and the bottom of the pump was super wet and definitely had an antibiotic smell, and when we looked at the floor directly below it, there was a small puddle. We flushed the new tubing with saline afterwards and around the top of the tubing where the blue clave connector is located, the outside of everything started getting wet.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9226 lot number 21115717 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.